Event description:
The pt reported, she received a 04 (occlusion) message on her backup insulin infusion device and is experiencing elevated blood glucose readings of 289 mg/dl and 333 mg/dl. To troubleshoot, the pt was instructed to disconnect the tubing from her infusion headset and bolus 4 units of insulin. She received an occlusion message at 2 units. She was then instructed to disconnect the tubing from her infusion device and bolus 4 units of insulin and it again occluded at 2 units. The pt was instructed to run an empty prime, which she did without error. The pt did not have a new piston rod, so a courtesy one was sent. The pt was advised to switch to her primary infusion device. On follow up, the pt stated, she replaced the piston rod with the new one, but it did not resolve the issue. She stated, she is using her primary device and her blood glucose readings have returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.